Event description:
The pt underwent left illiac angioplasty and stent placement in left femoral artery. The vascular surgeon attempted arteriotomy closure using a techstar xl 6 fr device. The physician deployed the device in the unlocked position. The posterior needle did not present at the hub. Needle backdown was partially successful with the anterior needle backing down into the sheath, but the posterior needle remained partially deployed. The physician performed a small incision and retrieved the posterior needle. The device was removed and a prostar xl 8 fr device was inserted for successful, but partial closure. Closure was achieved with 20 mins of manual compression in addition to the second pvs device. The pt was admitted to the facility for over night observation and recovered without further incident.